Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the patient had primary bariatric case and the same the patient had secondary revisional surgery related to hemostasis complications. No other details known.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 2/24/2020. D1,2,4: corrected data. Additional information was requested and the following was obtained: does the customer believe complications experienced is related to the harmonic device or endocutter device used in previous procedures? Unknown.